Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 21-dec-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said their system was replaced because the ins "fell down" and "pulled the lead out". When asked for an event date, the patient said it occurred about thirty days before the replacement surgery. No patient symptoms were reported and no further complications have been reported as a result of this event.